Manufacturer narrative:
Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an air in line alarm. Troubleshooting was done but the alarm continued. The patient did not see air in the line. This event occurred on (B)(6) 2024 at the patient's home and was operated by a health professional. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Corrected data: d4 UDI number no product was returned. The investigation was unable to determine a root cause. If the product is returned this complaint will be reopened for further investigation. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.